Event description:
It was reported that the patient experienced inaccurate cgm values. The wearable was inserted into the arm on (B)(6) 2026. On 03/27/26 at approximately 04:30, the cgm repeatedly displayed a reading of 42 mg/dl. The patient consumed juice and peppermint candy and then laid down; however, the cgm reading increased only to 45 mg/dl. No blood glucose (bg) measurement was performed at home. Due to persistent low cgm readings, the patient contacted emergency medical services (ems). The patient reported no symptoms prior to calling ems, and no bg measurement was obtained upon ems arrival. Between 05:30 and 06:00, the patient arrived at the hospital, where a bg measurement was obtained and measured 532 mg/dl. The patient was administered intravenous (IV) insulin and was awaiting laboratory results at the time of reporting. The patient replaced the cgm sensor and performed a comparison with a bg measurement; the new sensor readings were reported to be within range. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the b zone of the parkes error grid.